Event description:
On (B)(6) 2024, customer reported to hologic that they had a discrepant hpv 16 negative / hpv 18/45 negative with aptima hpv 16 18/45 genotype assay (ml: 902043), worklist (B)(4), on panther plus instrument sn (B)(6). Customer deemed the worklist invalid by laboratory process due to the external positive control not giving the expected result. Customer decided to rerun the sample a second time on (B)(4) and the sample resulted in hpv 16 negative / hpv 18/45 positive. Customer ran the sample a third time on (B)(4) and the sample resulted in hpv 16 negative / hpv 18/45 negative. Customer ran the sample again on (B)(4) and received an hpv 16 negative / hpv 18/45 positive result. Customer stated the hpv 16 negative / hpv 18/45 positive result was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Manufacturer narrative:
Hologic reviewed the panther logs and logs confirmed no signs of hardware issues or kit preparation issues that could have interfered with the results. Hologic determined the issue was most likely due to a low target sample. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.